Event description:
This spontaneous report of a non-serious, unlabeled event of (hypoaesthesia) meets the criteria of an expedited 10-day report. Info was rec'd from a hlth care professional (nurse) regarding a (B) (6) female pt who rec'd a total of .5cc injections of restylane injectable gel (injectable dermal filler) into each nasolabial fold on (B) (6) 2008. No anesthesia was used; however ice was applied to the injection sites prior to procedure. There was no add'l procedure performed. Significant past medial history included eczema. The pt had no known concomitant medications. After the injections, the pt was considered to be doing well. However, on an unspecified date in (B) (6) 2008, the pt developed numbness (hypoaesthesia) bilaterally in the nasolabial folds (injection sites). On (B) (6) 2008, the pt was evaluated by the injecting nurse and physician who reported that pt remained with numbness lateral to the nasolabial folds. The injecting nurse wondered "if this was not just a full feeling because she had good correction". The pt's smile appeared to be symmetrical. A pin prick test was performed to the affected areas with numbness, which revealed "no reaction" by the pt. Despite of the remaining numbness, the pt appeared to be "happy" and "did not ask for anything", however; she did not want add'l restylane injections. As of (B) (6) 2008 the event of numbness has remained ongoing. The opinion of causality by the physician and by the co is possibly related to restylane based on the info provided in this report. The restylane lot number and exp date were not reported.